Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was initially reported by a physician, who had knowledge of this case through the patient, via a sales rep and forwarded by our local affiliate (B)(4). Initial and f/u info received on (B)(6) 2009 respectively were processed together. This case involves a (B)(6) female patient who received poly-l-lactic acid (sculptra) therapy on her hands approx one year and four months ago (the product was diluted in 10 ml). Relevant medical history and concomitant medication info were not mentioned. Forty days after poly-l-lactic acid application, the pt developed three nodules at the application site. As corrective treatment, the pt received an application of corticosteroids without effect. The pt's physician could not assess the event to the treatment with poly-l-lactic acid and mentioned that she believes the pt could have applied other products to her hand which could have caused the event. No further info was provided. At the time of this report, the event remains ongoing. A ptc (pharmaceutical technical complaint) was initiated: (B)(4). It revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(6). The review of the DHR (device history records) and of the analytic results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Reporter's causality assessment: not provided.